Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The sheath had a constantly flowing leak from the hemostatic valve. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was leak tested and did not pass leak tests. Dissection of the handle cap revealed the internal valve to be deformed with an open slit, causing the device to leak during the leak test. This defect is typically seen when a sheath is returned with a dilator still inserted.

Event description:
It was reported that the sheath exhibited a hemostatic valve leak. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The sheath had a constantly flowing leak from the hemostatic valve. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.